Event description:
Reportedly, during patient use, the silent/reset button did not work automatically and the silent/reset led kept blinking. The patient was manually ventilated and transferred to another ventilator. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.